Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (1) loose 3/10cc bd safetyglide insulin syringe without any packaging. Customer states that the safety device broke off with removal of the cap. The syringe was returned with the safety mechanism/shield separated from the barrel. Unable to perform DHR check for safety mechanism breaks off during use due to unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: "on 14nov2019, holdrege received a photo of one (1) 1/2ml, 6mm, 31ga bd safety glide insulin syringe in an open blister pack from material ns305937. The batch number is unknown. Visual inspection of the syringes found the safety mechanism (shield/pushrod/adapter) detached from the syringe. There was slight damage to the hub but no damage on the safety mechanism. There is no damage to the blister pack packaging. Process: the automatic syringe assembly machine assembles the barrel, stopper, plunger and needle assembly components into a syringe. The machine consists of several syringe assembly dials, inspection and transfer dials. This type of detachment can occur when the needle assembly transfer rail that feeds onto the barrel dial is misaligned causing the needle assembly to get damaged. Misalignment can occur due to component jams. A mis-assembled shield detection system (camera) is in place to detect missing or raised shield and will automatically reject the syringe. The camera detection is challenged each production shift. Investigation: it is not possible to look at quality notifications, maintenance dispatches, or the DHR for anything related to this complaint as the batch (lot) number is unknown. No root cause can be determined. Root cause: root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that a safety mechanism break occurred during use with a syringe 0.3ml 31ga tw 8mm bls 400 sg. The following information was provided by the initial reporter: "safety device broke off with removal of cap."